Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained because the device associated with this event was not returned. It was reported that the cage was being inserted using an angled tl inserter when the cage detached and released into the disc space without any prior prompt to do so by the surgeon. The device was not returned. Cage was intact and did not acquire any damage/ fracture. Inserter was tested and confirmed to be in good condition. Disc space was sufficient to accommodate implant. Same sized implant was used to successfully complete the procedure using a straight inserter. The avs tl spacer surgical technique was reviewed and the following relevant information was identified: slide the collet into the insertion hole of the avs tl implant. Close the lever on the handle and the collect expands, capturing the avs tl implant. Note: it is recommended that all inserters are lubricated regularly. Risk table states that improper implant attachment to inserter may result in implant fall during insertion. Based on available information and risk table, most likely cause of reported event is improper implant-inserter attachment. Insufficient torque or improper mating between implant and distal tip of inserter may lead to improper attachment between implant and inserter. H3 other text : device not returned.

Event description:
An avs tl spacer disengaged from the inserter into the disc space without prompt from the surgeon.

Manufacturer narrative:
Return status of the device/devices is currently unknown.

Event description:
An avs tl spacer disengaged from the inserter into the disc space without prompt from the surgeon.